Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons dont' work sometimes when he attempts to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working properly) has been confirmed. Upon eval, the response button contacts were intermittent. The cause of the inability to 'sometimes' activate the device is the intermittent contacts. The root cause of the intermittent contacts cannot be positively identified. No adverse event resulted from the defective response buttons. The pt was fit with a replacement monitor.